Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video observed leakage from the dialysate port. The reported condition was verified. The most likely cause of the event was related to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st150, an external dialysate leak from the filter chamber was observed. There was no patient involvement. No additional information is available.